Manufacturer narrative:
Follow-up #1 device evaluation: the pump has been returned and evaluated by product analysis on 05/01/2017 with the following findings: a review of the black box indicated multiple call service 052/054/012 alarms had occurred. The pump powered on with two beeps, vibration, and a blank display. A test display was inserted, with no improvement. There was no damage found to the power circuit. Investigation revealed a slave processor issue was the cause of the blank display. Additional testing for the alleged power issue could not be completed due to the blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (power issue) issue. The reporter stated that when the patient changed the battery and restarted the pump, the display screen remained blank and the pump emitted continuous beeping sounds. The patient reportedly tried removing and reinserting the same batteries as well as inserting new batteries, but the issue continued. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.